Event description:
The customer reported that the system displayed a high ma (milliamps) error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks were regreased, the ma null was adjusted and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.